Event description:
Additional information: on 04jan2019, it was reported the patient anti-coagulation status was changed. The account reported the patient to be currently taking warfarin, asa and persantine. The patient had changes to the pump parameters due to having low flow alarms. Completed diagnostics included echocardiograms, reviewing prior images and overall similar findings. Right heart catherization noted normal device function and suspected flow limited due to right ventricular (rv) failure. A CT scan showed the lvad outflow graft appeared to be widely patent. The patient reported to have shortness of breath, fatigue during the low flow events. The low flow events were treated with liberalize fluid and digoxin. The patient was discharged home on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient had a suspected pump dysfunction of thrombus or outflow graft obstruction. The manufacturer's technical service representative reviewed the submitted log files and observed multiple low flow events; however, there was no indication that the low flow event were equipment related. The graphed pump parameters trend was not suspect of a pump dysfunction. No additional information was provided.

Event description:
On (B)(6) 2019, it was reported the patient had a change in anticoagulation status that may have contributed to the event, the patient was reported to be on warfarin, asa and persantine. The account reported the patient having low flow alarms. Prior images of the patient's echo cardiogram were reviewed and overall findings were similar. Right heart catherization noted normal device function and suspected flow limited due to rv failure. A CT scan revealed the lvad outflow graft appeared to be widely patent. The patient symptoms during the event included fatigue, shortness of breath. Low flow events are being treated with liberalized fluid and digoxin. The patient was discharged home on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed multiple low flow alarms; however, a specific cause for these events could not conclusively be established through this evaluation. The submitted log file contained data from 13sep2018 through 17oct2018. Pump power, estimated flow, and average pi ranged from 3.9 to 5.1 watts, 2.4 to 4.7 lpm, and 2.8 to 6.3, respectively. The log file showed low flow hazard alarms beginning on (B)(6) 2018 and continuing throughout the log file when the estimated flow dropped below a threshold of 2.5 lpm. Despite the observed alarms, no other atypical events were recorded and the pump operated above low speed limit for the duration of the log file. The patient remains ongoing on heartmate ii left ventricular assist system, and no further event have been reported at this time. The heartmate ii left ventricular assist system, instruction for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system,. This IFU also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.